Event description:
On (B)(6) 2012, the insorb 2030 stapler was used to close skin tissue for a cesarean section procedure. One day post-operative ((B)(6) 2012), the pt experienced a full length skin separation. The incision was re-closed under local anesthetic using suture in an operating room setting. The pt is reported to be doing fine.

Manufacturer narrative:
Additional expiration date: 10/01/2013. Unable to evaluated actual device. User returned 5 separate lots, actual lot used identified as one of 2, evaluation performed at the lot level using all unused devices returned by user. The pt required repair of incision, closed with sutures.